Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use on (B)(6) 2024. The blood glucose level was 204 mg/dl at the time of event. The infusion set was in use for 30 hours. No further information available.